Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block. The right ventricular (rv) lead exhibited high and sudden rising thresholds. The rv lead was initially reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.